Event description:
It was reported that during a procedure at the user facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. The user facility was not able to provide any further information regarding the reported event.